Event description:
It was reported that during a renal stenting treatment procedure, difficulty removing or withdrawing of the balloon from the stent occurred. The 80% stenosed target lesion was located in the "very" severely calcified and severely tortuous renal artery. A 6.0mmx18mmx90cm express sd renal/biliary stent was used to treat the target lesion. When the stent was deployed, the physician had "trouble" removing the balloon from the stent. The result was "perfect" but it took them a while to get the balloon out because it was stuck in the stent. They did not snare or surgically remove the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).